Manufacturer narrative:
H6: evaluation: sims rec'd additional info regarding this event from the attached voluntary medwatch form. This from provided lot number identification. Sims review of co's compliant database reveals no similar reports of problems with this mfg lot number from any other user facility. Sims has determined that the ventilatory obstruction being caused by a possible false tract as listed on the user report is unlikely. Co reached this conclusion because an obstruction caused by a false tract would likely cause pt complications immediately after placement whereas this pt experienced problems 3 days post intubation.

Event description:
It is alleged that the tracheostomy tube twisted inside the patient and may have occluded. The patient experienced a coronary attack.